Event description:
It was reported that pump displayed non-resettable malfunction code and customer was advised that pump needed replacement. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, provided instructions for placing malfunctioning pump into storage mode and returning it within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor once replacement pump was received.